Manufacturer narrative:
(B)(6) 2010. The analysis on this device is pending.

Event description:
The patient received over 30 inappropriate shocks and the battery was close to eri due to the shocks, therefore, the ICD was explanted. It was reported that the shocks appear to be from a fractured biotronik lead.

Event description:
The patient received over 30 inappropriate shocks and the battery was close to eri due to the shocks, therefore, the ICD was explanted. It was reported that the shocks appear to be from a fractured biotronik lead.

Manufacturer narrative:
(B)(4), 2010.the analysis on this device is pending.(B)(4), 2011.(B)(4)